Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported she has had unexplained high blood glucose since (B)(6) 2014. She stated she talked to a representative that day who recommended she change her sensors out and since then her blood glucose has been high. Customer's current blood glucose was 364 mg/dl. She treated with manual injection. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The alarm history showed eight separate threshold suspend modes that stopped delivery. Customer stated when the threshold suspend occurs in the day, she select restart basal. When it happens in the early morning hours, she is not sure what she chooses because she is sleepy. Customer thinks something may be wrong with the insulin pump and it is being replaced. Nothing further reported.